Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
After completing ablation at the cusp during premature ventricular contraction procedure, the patient's blood pressure dropped, leading to cardiac arrest, and cardiopulmonary resuscitation was initiated. Drainage was conducted, and vitals temporarily stabilized, but then deteriorated again. After introducing percutaneous cardiopulmonary support, thoracotomy was performed. The ablation sites were the cusp and near the left ventricular outflow tract, 25-30w for 60 seconds. The ablation catheter was a tacticath so there was contact force measurement. Visual impdrop indicator showed ablation, and during the final ablation, there was no excessive impedance decrease or increase. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).